Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message, which resulted in elevated blood glucose levels. The caller stated that the customer was hospitalized and treated for hyperglycemia. The blood glucose results and treatment given to the customer was not provided. It is also unknown how long the customer was hospitalized.